Event description:
It was reported that patient presented in the hospital after receiving several high voltage therapies. X-ray confirmed the ventricular lead had dislodged, caused by twiddler's syndrome. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.